Manufacturer narrative:
This ipg serial number is included in a field advisory. MFR's eval: the returned product was not analyzed as there was no specific alleged complaint to meet specification. As received, the device was functional and drawing normal idle current. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system, including an ipg, on (B)(6) 2009. It was reported that the physician decided to explant the pt's ipg due to a recent field advisory. It was reported that there were allegedly no problems with the ipg prior to explant. No further info is available.